Event description:
Device malfunction: none. Symptoms/ae: right retinal infarct. Time of symptoms/ae: post the procedure. It was reported that approx three days post an uneventful right internal carotid artery stenting procedure, the pt experienced a right retinal artery infarction. The pt reported that three days post procedure, during an ophthalmologist visit, they were diagnosed with a retinal infarction and 98% blindness in the right eye. There was no reported treatment. Although requested, there is no additional info available. Study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.